Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys estradiol iii assay on a cobas e 411 analyzer (disk system).sample 1:initial result: "5 pg/ml or less". Repeat result: 92 pg/ml.sample 2:initial result: "5 pg/ml or less".repeat result: "around 500 pg/ml".no exact values were provided.no questionable results were reported outside the laboratory.

Manufacturer narrative:
The estradiol iii reagent lot number was 90698001 with an expiration date of 31-oct-2026.the field service engineer (fse) checked the instrument and observed that the liquid level detection (lld) voltage was unstable. He replaced the lld board and sample/reagent probe and verified the adjustments.performance testing was performed with successful results.the mechanical adjustments and fluidics were confirmed to be fine, and the instrument was performing within specifications. The instrument was operational at the customer's site.the cause of the event was due to an issue with the sample/reagent probe and the lld board (component failure).